Event description:
The report's mother had gotten an erl message on a meter purchased that day, jan 5. Her mother was throwing up and had been ill. A control test performed during the call was in-range. All readings take subsequent to the first result yield "hi," consistent with the pt's condition.